Event description:
It was reported that the display is not working properly. A rotablator rotational atherectomy system console kit was selected for use. It was confirmed that the control display of the console is bad. There was no patient involved when the issue was observed.